Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported she was changing her infusion set and her insulin pump alarmed no delivery during manual prime. Customer's blood glucose is 183 mg/dl. The alarm was cleared with the esc and act button. The connection was verified. Insulin exited the tubing when customer manually pushed it with a plunger. Customer reinserted the reservoir and ran a manual prime and the device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.